Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection of the photo, it shows the top web with batch # 7124102 and we were unable to verify the reported failures from the photo. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause for the needle dull cannot be determined. For the catheter tip integrity report, a trend for peelback has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. CAPA #81917 was issued to review the tubing material. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented.

Event description:
It has been reported that the bd neoflon¿ IV cannula, 26 g x 19 mm has been found with a frayed catheter during use. The following has been provided by the initial reporter: it injures the skin when the needle is inserted, the teflon of the catheter is corrugated and the tip of the catheter is splintered and the bevel does not have enough edge to puncture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd neoflon¿ IV cannula, 26 g x 19 mm has been found with a frayed catheter during use. The following has been provided by the initial reporter: it injures the skin when the needle is inserted, the teflon of the catheter is corrugated and the tip of the catheter is splintered and the bevel does not have enough edge to puncture.